Event description:
It was reported that during elective replacement of the pulse generator, the device battery life went down fast to end of life. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the pulse generator was in backup vvi mode. After a device software download, normal device function resumed.